Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to unexplained pain after total knee. As surgeon worked patient up sed rate and crp were elevated suggesting infection. As surgeon was outside the guidelines for a poly exchange and I&d, surgeon chose to perform a one stage revision with a dual set up. Tissues looked normal and were sent to pathology to find 0 white cells/hpf. Implants were removed and bone interface was noticeably soft. Revision components were placed after preparation and a thorough I&d was performed. Antibiotic beads were also placed. Cement was from depuy but no records are available as it is hospital inventory and thus not on any of paperwork. Doi: (B)(6) 2021. Dor: (B)(6) 2021, right knee.